Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer reported no delivery alarms for the past week. The customer was disconnected from the insulin pump and was on the manual injections to treat the blood glucose reading. The insulin pump was not returned for analysis.